Event description:
This hip has gone out of socket twice. Pt is concerned that the biomet item is one of the hip implants that was recalled by biomet. The doctor is very concerned about the implant.

Event description:
Add'l info rec'd from MFR 8/13/04: unable to match implant/explant dates with anything in the system. Unable to provide any additional info.